Event description:
Dr was cementing a crown with fuji plus cement. After placing the fuji plus conditioner on tooth, the pt placed tongue on the tooth and experienced a bitter taste. She returned to dental office later complaining of redness and burning on tongue, gum tissue and throat. Burning sensation continued into the evening hours. Pt went to ER room and was treated for a chemical burn.